Event description:
Reportable based on device analysis completed on (B)(6). 2024. It was reported that concomitant devices were unable to cross through the guidezilla. The target lesion was located in the moderately tortuous and moderately calcified artery. A 6f long guidezilla ii was selected for percutaneous coronary intervention (pci). During the procedure, concomitant products were unable to cross through guidezilla. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the collar weld plate was fully separated.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f long guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. There were numerous kinks to both the hypotube and the shaft of the device. At the collar, the weld plate was fully separated. The separated ends were jagged, sharp, and bent indicating the separation point was kinked prior to breaking. No further damages or irregularities were found to the device. Product analysis confirmed the reported advancement difficulties. The concomitant device used in the procedure with the guidezilla ii complaint device was not returned for analysis, nor was it reportedly defined so functional testing could not be performed.